Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. On an unknown date, the patient was hospitalized for another indication. On an unknown date, the patient was treated with meropenem injection (1gm per bag, intraperitoneal, ongoing). The day after event onset, the patient was treated with vancomycin injection (1gm per day, ongoing) for the event. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.